Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys b-crosslaps/serum immunoassay results for one patient sample on two cobas e 801 modules. The initial b-crosslaps result was 1863 pg/ml on an e 801 module. The sample was repeated with a result of 2000 pg/ml on a different e 801 module. The sample was tested on a cobas 8000 e 602 module with a b-crosslaps result of 409.0 pg/ml and the repeat result was 411.7 pg/ml. The testing on the e 602 module was believed to be correct as the e 801 modules are new in the laboratory. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The b-crosslaps reagent lot number was 230517 with an expiration date of 31-dec-2018. (B)(4).

Manufacturer narrative:
Further investigation determined that separator gel floating in the primary tube was causing incorrect sample pipetting.

Manufacturer narrative:
Two samples from the patient that were provided for investigation and were tested on the e 602 and e 801 modules. The customer's results could be reproduced for the e 602 and e 801 modules for both samples. The investigation was unable to find a definitive root cause.